Event description:
Pump was reported to overinfuse during an infusion of heparin. Pump was programmed for a rate of 25ml/hr with a volume to be infused of 150ml. When the pump stopped the entire 300ml bag was found empty. The facility's biomed spoke with the nursing manager involved with this situation and reported that there was no adverse effect to the pt. The biomed did not report any medical intervention being required. The tubing used during this situation was discarded afterwards and is not available for eval, the lot number and product codes were not recorded by the facility. Pt info was not available from the facility's biomedical engineer.